Event description:
It was reported that this pacemaker exhibited undersensing of atrial beat in the latest atrial tachy response (atr) events secondary to atrial sensing and ventricular pacing occurring at the same time. In addition, there were gaps in these atr events listed in the logbook. The boston scientific technical services (ts) consultant assisted to navigate the health tab to see these atr episodes which were still stored and overwritten. The ts consultant discussed the max number of atr events stored at one time in this pacemaker. As of this time, this pacemaker remains in service. No adverse patient effects were reported.